Event description:
The customer reported the aq2010v silicone three piece lens tore on insertion. The lens was cut and removed from the eye without any patient injury. Another same model/diopter lens was implanted.

Manufacturer narrative:
Concomitant medical products: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Evaluation results: visual inspection of the returned product showed the lens was received in two (2) pieces and part of the optic and a haptic was torn off and missing. There was a clear surgical residue on the lens. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this complaint was conducted and addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The investigation also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Manufacturer narrative:
Reportedly intraoperative lens exchange was performed to address 3-piece silicone iol damage noted during insertion ("tore on insertion"). The incision was not enlarged and no other tissue damage was reported. Another lens of same model and diopter was implanted successfully. No reported postoperative sequelae. According to the report, by a nurse, dated on (B)(6) 2014 the most likely cause of the event was unknown. Based on the complaint history, work order search, medical review, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method - (process evaluation): work order search, device history record review. Results - (evaluation result): a lens work order search was performed and one other complaint was found within the work order. A review of the device history record was performed and nothing was found in the manufacturing processes of the lens or injector or cartridge that was the root cause of the complaint. Conclusion - (unable to confirm complaint): based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).